Manufacturer narrative:
The device was received fully deployed. The data shows no alarms timeouts or drive stalls. Green fluid was used to test the fluid path because no insulin was returned with the device. Upon testing the fluid path, green fluid was seen leaking past the o-ring. Upon investigation of the drive mechanism, the o-ring appears to be bent on the left side, causing the reservoir to not be sealed properly; therefore not delivering insulin as intended. No other damages or deficiencies were found during this investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 338 mg/dl. The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a new pod was applied.